Event description:
It was reported by the patient's attorney that the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses." The lead was explanted and replaced per physician decision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.